Manufacturer narrative:
G4: 14jan2020. B4: 23jan2020. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen and the reported problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.